Event description:
It was reported by an eye care professional that a pt inserted the contact lenses and the right lens immediately triggered a very sharp pain and the pt removed the lens. The pt experienced a very red-eye with pain and sensitivity to light throughout the morning and afternoon. The pt visited the optician, who saw a light haze on the cornea. At lunchtime, the pt experienced an "accelerated light sensitivity", so the pt visited a hospital for another examination. It is noted that the diagnosis was "ulcers on the cornea." Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Retained product from the same lot was evaluated and all testing was found to be within specification. There were no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. Internal control number: (B)(4).